Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's spouse reported via phone call that they had hard time pressing the act button while troubleshooting at the time of call. The customer's blood glucose was 100 mg/dl at the time of incident. The customer's spouse stated that the insulin was squirting out during manual prime process. The customer's spouse performed hold down act button. The customer's spouse stated that they received 2nd series of beeps and numbers appeared on the screen while holding down the act button. The customer's spouse stated that they were using a new insulin pump. The insulin pump will not be returned for analysis.